Manufacturer narrative:
Report sent in error. It is unknown if the product is sold in the us.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, it was stated that the patient was revised to address pain, loosening and fracture of the stem in the distal shaft portion. Revision notes reported loose stem and broken fin of the modular prosthesis shaft. Clinical notes reported discomfort. Doi: (B)(6) 2009; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added :h6(patient). No code available use for replacement.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. A review of the stem product lot 2781383 manufacturing records was completed by the manufacturing site in cork, with notification received that: ¿DHR review: (B)(4), work order (B)(4) was manufactured on 14 nov 2008. 12 parts were manufactured per specification. There were no ncs or deviations associated with this lot with the failure mode.¿

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a review of the stem product lot 2781383, manufacturing records was completed by the manufacturing site in cork, with notification received that: ¿DHR review: product code 910000002, work order (B)(4), was manufactured on (B)(6) 2008. 12 parts were manufactured per specification. There were no ncs or deviations associated with this lot with the failure mode.¿ h10 additional narrative: added: b1, h6 (patient) corrected: h6 (device).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Suspected loosening. Pain on left hip as well. MRI showed fracture of stem on (B)(6) 2014. Revision on (B)(6) 2017 showed fracture of stem and distal and proximal loosening of hip stem.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.